Manufacturer narrative:
(B)(4) - (B)(6) report for this event indicates: review of the information provided indicates the blood line between blood pump outlet and prefilter pressure dome was apparently twisted by at least 180 degrees. The twist, in combination with putting the line below the foil, led to a kink in the blood line. The kinked line did not lead to an alarm of the aquarius because the obstruction in the line was located before the prefilter pressure sensor. This led to an increased pressure between the blood pump and the obstruction. The pressure between obstruction and prefilter pressure sensor was not elevated but in the range of expected and normal values. The device history review has shown no indicators related to the complaint. The device has fulfilled the requirements during final inspection. Reportedly the "user was aware of the wrongly positioned line set on the machine", but the treatment was continued. The aquarius operator's manual describes the preparation to install the blood tubing lines. A warning message indicates measures to avoid hazardous situations related to risks due to kinked lines. (B)(6) assessed this event as an operator induced. The aquarius device and alarm system worked correctly. The root cause for the hemolysis was an operator induced kinked line.

Event description:
On (B)(6) 2011, baxter (B)(4) received a report that on (B)(6) 2011, part of bloodline between bloodpumps and the prefilter sensor of the aquarius hemodialysis device was kinked. The device did not alarm. Hemolysis resulted to the patient, possibly from the kink.

Manufacturer narrative:
(B)(4) - the sample is available and had been requested, but not received by the manufacturer to date. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.